Event description:
A (B)(6) female patient was in nicu. The patient was on ventilator for a few minutes, stable. Vital signs noted hr 133, rr 60, , spo2 100%. Vent then began to alarm "o2 sensor fail". The respiratory therapist reported that the ventilator was no longer ventilating the patient and the alarm notification at the top also said "power loss and est required". Patient immediately removed from vent and manually ventilated with neo-puff by rn as vent was exchanged. Patient placed on new vent with same settings. Vital signs remained the same: hr 135, rr 60-62, spo2 100% with no negative outcome to the infant. (B)(4).